Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Phone number: requested, unknown. Occupation: recovery nurse. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device involved was successfully deployed post-procedure. The procedure was a left heart catheterization, and the patient was then sent to recovery. After about one hour in recovery, the patient's dressing was saturated with blood from the puncture site, and nurse had to hold manual pressure. Manual pressure had to be completed twice. The patient was in stable condition. The procedure was successful. The event occurred post-treatment. There was no patient injury or surgical intervention required. Additional information was received on (B)(6) 2022: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The angio-seal was deployed post-procedure in the lab where no active bleeding had occurred. The active bleeding started in recovery from the puncture site. The patient did not have a history of a bleeding disorder. The puncture site was not considered a high stick, it was above the inguinal ligament or the inferior epigastric artery. The posterior wall of the artery was not punctured. No testing was done to diagnose the bleeding. The patient was taking daily blood thinners aspirin and plavix.